Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6) and product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 25-sep-2024 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had been having issues charging their communicator for the past couple of weeks/around the new year. The patient stated that the connector pin appeared to be crooked or bent. During the call, the patient mentioned that they have brain damage and chronic pancreatitis which had progressed a little bit but because of the pain pump they were more active, but that also meant they needed to use the ptm (personal therapy manager) more, so they needed to charge the equipment more. The patient stated that they have oral meds to supplement when they cannot bolus, but they tried to avoid oral meds because before they had the pump, they were being over prescribed oral meds by a previous physician. A replacement communicator was requested from the repair department because the charging port was damaged, and the patient was having difficulty charging the co mmunicator. No indication of patient harm.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb charge port pins corroded ¿ once cleaned ¿ passed battery charging bench test and passed final functional test.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.